Event description:
A report was received that the patient underwent an explant procedure due to discomfort. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial#: (B)(4), product description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.